Event description:
It was reported, when plugged in the ar-3200-0030 console was beeping. Ts: bad power brick.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The evaluation determined that the reported event was caused by a defective power supply.